Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: neither samples nor pictures were received for the analysis of this complaint. Without the physical sample of this complaint, a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The device history record of reported lot was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a leak occurred from the pressure monitoring kit. There were four products affected. There was patient involvement, and no patient harm/adverse event reported.